Event description:
Procedure type: vats. According to the reporter: idrive didn't recognize the egia45ctavmcartridge. Subsequently, the idrive recognized the reload. The surgeon tried to approach the vessel, however idrive articulated by itself to the neutral position. The cartridge was reloaded on to the device but the but the blue lights illuminated. An egia ultra handle was used to complete the procedure. Surgery time was not extended by more than 30 minutes. There was no use of reinforcement material.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).